Event description:
It was reported that the patient underwent a total ankle replacement. The patient presented with gutter pain. The surgeon ordered a spec CT scan to see if showing any loosening or impingements. CT was completed showing some light up in gutters and underneath talar implant. The physician plans to revise both tibial and talar components.

Manufacturer narrative:
The reported event for the talar component could be confirmed since evaluation and review of the CT imaging did confirm significant cysts and radiolucencies around the talar base and the likely need to revise. Medical affairs was consulted on the details of this case. According to their review of the information and CT imaging, "the tibial component seems to be in place and intact. The pe cannot be assessed directly in the CT. There are no clear signs of breakage or dislocation, however. The talar component does show some significant cysts and radiolucence around its base. Given clinical correspondence, this could be interpreted as potential loosening. " based on investigation, the root cause was attributed to a patient related issue. The pain or perceived loosening was likely caused by the cysts found around the talar base. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device remains implanted in patient.

Event description:
It was reported that the patient underwent a total ankle replacement. The patient presented with gutter pain. The surgeon ordered a spec CT scan to see if showing any loosening or impingements. CT was completed showing some light up in gutters and underneath talar implant. The physician plans to revise both tibial and talar components.